Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported, the system presented an error and did not continue normal operation. Additional information requested.

Manufacturer narrative:
Additional information provided. During the technical onsite visit the field service engineer (fse) could not reproduce the reported shutter error. The fse replaced shutter and emr board as preventive maintenance and performed system alignment. The system meets specification. No technical root cause was identified . The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).